Event description:
It was reported that during the procedure, after the balloon was inflated, the "balloon lost size". There were no consequences to the patient.

Event description:
It was reported that during the procedure, after the balloon was inflated, the "balloon lost size". There were no consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The product was not returned for analysis; however, based on the information provided, the investigation concluded that it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Manufacturer narrative:
Subject device is not available for evaluation.